Event description:
Contact reported that a patient implanted with expedium hardware was found at follow up x-ray to have a loose set screw. The patient underwent a revision surgery (7-14-05) to replace the set screw. It loosened again and another revision (8-5-05) was needed to remove expedium t2-l2 and replace with other hardware. The sales representative reporting the event was not in the two cases.